Event description:
During service testing, the baxter repair technician reported an infusion pump with a failure code 533. The hosp rep stated that there have been no rpeorts of any pt incident involving this pump since the last baxter service event. Although baxter attempted to obtain info, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. No additional information is known.